Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since mrn 1818910-2020-22442 was found to be a duplicate report of mrn 1818910-2020-20265. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for superficial wound infection. Event is serious and is considered moderate. Event is possibly related to device and is not related to procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2020, (right hip). Treatment: wound cultures; surgical intervention I&d/revision surgery on (B)(6) 2020, with exchange of head and liner.